Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) had received shocks. Additional information indicated that shocks delivered were due to ventricular tachycardia (vt) episode. The device was also explanted as it reached elective replacement indicator (eri). No additional adverse patient effects were reported.